Manufacturer narrative:
B4: (B)(6) 2021. The philips international service engineer was unable to confirm the alarm led failure by operational checking performed. The alarm led failure was in the event log, so the power switch overlay was replaced to prevent recurrence. The philips international service engineer replaced the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. Following the repair, the unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Report date: 10aug2021.

Event description:
The philips international service engineer identified the unit had an alarm led failed. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The philips international service engineer identified unit alarm indicating "alarm led failed" was displayed then the silencer button didn't appear, and the alarm kept sounding. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.